Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received several shocks within a 30 minute period. T-wave oversensing is supected. Impedance range is normal with slight fluctuations, r-waves are small, and the egms are clean. The device is still in use. No patient complications have been reported as a result of this event.